Manufacturer narrative:
The handpiece was received at the MFR for investigation. In order to address the issue of the handpiece heating up the drive shaft and bearings were replaced and preventative maintenance was performed. The handpiece has since been returned to the account.

Event description:
It was reported that during an oral procedure, the handpiece began to heat up. There was no pt or user injury and the account had another handpiece available to complete the procedure.